Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed physical damage. The power entry module was damaged. A photograph of the power entry module indicated the damage was thermal. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. During the internal inspection it was found that the damaged power entry module caused the cycler to have an internal short and to not power on. There were visual indications of dried fluid under pump a and b mushroom head and within the recess of the bottom cover adjacent to the pump assembly. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a damaged power entry module which caused an internal short in the cycler. The cycler was refurbished following the evaluation.

Event description:
It was reported that a patients liberty select cycler would not turn on. The power cord was securely plugged in. There were no recent power outages and no outlet issue. The power switch was on, however the screen was blank and there were no lights on the buttons. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been provided. Upon physical evaluation of the cycler by the manufacturer, evidence of physical damage on the power entry module caused an internal short in the cycler.